Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts in the centre bunched and overlapping. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50mmx12mm synergy¿ drug-eluting stent, when the nurse removed the protector, the stent fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50mmx12mm synergy drug-eluting stent, when the nurse removed the protector, the stent fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.